Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reformatted the hard drive, reloaded the sys software and calibration files. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would not display vascular studies or images after they were taken. No pt injury was reported.